Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect uim component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported an intermittent blank user interface module (uim) display on this ventilator device. The customer reported that there was no patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis (fa) laboratory received the suspect user interface module (uim) component for investigation. The fa performed a visual inspection of the internal components of the uim, which found no anomalies. They also performed multiple power on cycles on the suspect uim. At this time, the fa was not able to duplicate the reported issue therefore, no device/component failure can be determined. This issue will be internally investigated within vyaire medical.